Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone17.5, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels rose up to 375 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site (abdomen), the cannula was observed to be bent. As treatment, the patient replaced the pod, after which blood glucose levels decreased. Due to prolonged hyperglycemia, the patient sought evaluation at an urgent care facility and reported associated symptoms of headache and palpitations; no diagnosis was made, and no medical treatment was required.